Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive sensor errors. Customer's blood glucose was 44 mg/dl and elevated to 94 mg/dl after correction. Troubleshooting was performed and it was found that transmitter was working.